Manufacturer narrative:
Mindray service reps replaced the spo2 board. Tested, calibrated and safety checked unit to factory specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in a loss of spo2 monitoring. N o pt injury reported.